Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the cdh29, while closing the instrument, the anvil popped off. It would not reattach because it was too loose. The surgeon reattached the anvil and fired the device. An incomplete staple line happened. The surgeon reanastomosis with another cdh29. The devices were discarded.